Event description:
This report is being filed to submit an updated manufacturer narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high, out-of-range right atrial (ra) impedance triggered a lead safety switch on this pacemaker. Boston scientific technical services (ts) discussed options for troubleshooting or continued monitoring. No adverse patient effects were reported. This device remains in service.